Event description:
Per the clinic, the patient experienced skin breakdown at the implant site and performance decrement with the device. Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced chronic skin issues at the implant site, exposing the implanted device. Explant and re-implantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.